Event description:
Nurse went to disconnect the y-site (alaris product (B)(4)) and the twist connection cap became loose. Once the nurse completely disconnected the y-site from the patient, the twist connection cap fell off onto the ground. Methotrexate was infusing at the time. No chemo was spilled on the patient or staff. This event is associated with first pt info attached. The same issue had occurred the previous day (the report for that event states: nurse went to disconnect the y-site (alaris product (B)(4)); the twist connection cap became loose. Once the nurse completely disconnected the y-site from the patient the twist connection cap fell off onto the ground. Methotrexate was infusing at the time. No chemo was spilled on the patient or staff. This event is associated with second pt info.